Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the pt experienced unusual "screeching" sounds from the lvad. The pt stated that there were no known pump alarms and no alarms were displayed on the power base unit; however, he heard a "telephone ringing sound" and he and his wife were not able to locate it. Two weeks prior to the reported event, the pt was being treated for a driveline infection, had s/p debridement of the infection, was receiving out-patient home antibiotic therapy and was attached to a wound vac. The pt was admitted for eval after the reported event. The vent filter was analyzed and revealed copper dust, and as a result a decision was made to exchange the pt's pump once his infection has healed. The pt remains ongoing with stable flows, no further alarms have occurred and the pt continues to be treated for the infection.

Manufacturer narrative:
Pt remains ongoing with the lvad and continues to be treated for the infection. No further info is available at this time. A supplemental report will be submitted when the investigation is completed.